Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the large hem-o-lock clip applier instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the device logs for the large hem-o-lock clip applier instrument (part# 470230-12 / lot# n10210607-0226) associated with this event has been performed. Per this review of the logs, the large hem-o-lock clip applier was last used on (B)(6) 2022 via system (B)(4) for a pancreatoduodenectomy procedure. There were 40 uses remaining after this last usage. There is no indication that the instrument was used in subsequent procedures after the alleged event reported in this record. This last usage of the device was before the reported event date. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged during a da vinci-assisted surgical procedure, the clip from the large hem-o-lock clip applier instrument was not coming loose from anchoring. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci assisted surgical procedure, the large hem-o-lock clip applier instrument was found defective. The clip did not come loose from anchoring. The procedure was completed with no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was described that the clip usually comes loose from the anchorage after being released again. Customer was not aware of too much tissue being clipped and there had never been any recourse to a replacement instrument. The customer clip with hem-o-lock clips in the appropriate size.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier instrument involved with this complaint and completed the evaluation. Failure analysis (fa) investigation did not replicate nor confirm the customer-reported complaint. The functional clip test could not be performed due to the fact that the instrument failed the engagement test when it was installed on the system. The instrument was inspected and found no physical damage at the distal end. Additional observation not reported by the site: the instrument failed mechanical engagement when placed in the system. Instrument inputs failed to engage with the sterile adapter in multiple attempts.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional evaluation was performed on the returned instrument. The initial failure analysis (fa) findings were not confirmed. The large clip applier instrument was placed on an in-house system and passed engagement five times. When driving the instrument, it was observed that the instrument exhibited imprecise motion. The motion was non-exact and one grip appeared to be stuck and have difficulty moving. When manually articulated, it was observed that one grip appeared to be stuck and was unable to move freely. This would have resulted in the clip being unable to be applied and therefore, replicating the customer experience. It was additionally observed that the instrument had a slightly frayed grip cable. Upon continuously attempting to articulate the grips, the grip cable became increasingly frayed. The housing was removed and the idler pulleys were inspected. It was observed that one of the grip cables was derailed and had moved on top of another pulley. It is possible that the cables got twisted in the main tube resulting in the cable getting derailed. The derailed cable likely caused the imprecise motion observed.